Event description:
It was reported that the deep brain stimulation (dbs) patient experienced worsening of depression with recurrent suicidal ideation. The device was reprogrammed. The patient was hospitalized.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced worsening of depression with recurrent suicidal ideation. The device was reprogrammed. The patient was hospitalized.